Event description:
While using day aligners the patient reported, "I feel a little uncomfortable wearing the tray aligners because it rubs against the inside of my mouth causing irritation." The patient is reaching out in step 1 after being in it for 5 days stating he thinks he has an ear infection as he woke up with his left side cheek hurting and states it hurts when he chews and under his left ear hurts a lot. The inside of his cheeks feels irritated and states he does not know what is going on as he cleans his teeth after eating. The patient states it does not hurt when he is placing in the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.